Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touchscreen was unresponsive and became frozen on the unlock screen. Additionally, it was reported that the customer's pump touch screen was unreadable. Reportedly, the screen had an ink blot in the upper left hand corner which blocked the battery display. Customer¿s blood glucose level was 240 mg/dl. Customer reverted to manual injections for insulin therapy and also confirmed that an alternate pump was available.